Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin is getting wasted. The blood glucose reading is 250 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Programmed bolus delivered and recorded properly during testing. Cracked rservoir tube lip, scratched display window and scratched case noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.